Manufacturer narrative:
The alert date of this event should have been (B)(6) 2014.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (128-fxxx) issue. It was reported that the pump emitted replace battery warnings as soon as new batteries were inserted in the pump. A review of the alarm history confirmed replace battery alarms were received. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/24/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/10/2014 with the following findings: during investigation, a review of the black box showed multiple replace battery alarms on 03/7/2014. The pump powered on normally with the returned battery cap. The battery cap was able to fully tighten to the pump. A power loss was not observed. Evaluation revealed a crack in the battery compartment. During testing, the pump¿s current draws were found to be within specifications. The pump case was removed and no evidence of moisture contamination was found inside the pump. There was no evidence of intermittent contact with the battery terminals found. The power issue was observed in the history but not able to be duplicated during investigation. Unrelated to the complaint, evaluation revealed that the internal clock battery on the printed circuit board had failed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.